Event description:
It was reported that during a da vinci s surgical procedure, the endowrist prograsp forceps instrument would not grasp tissue or hold tissue in place. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance testing and found the instrument to pass both recognition and engagement testing. The instrument was found to move intuitively with a full range of motion in all directions with the grips opening and closing properly. The grasping force was also found to be normal. Engineering also observed the distal end of the main tube to have various scratches on one side of the main tube, some of which have light material removed. The scratches are not aligned with the tube axis, suggesting possible instrument collisions. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.